Event description:
This patient in may, 1990 had place meme silicone gel implants. The summer following the implants the patient began suffering symptoms of fatigue. In 1991 she developed flu-like symptoms and was diagnoses as having idiopathic thrombocytopenic purpura. She underwent a splenectomy in 1991 but the itp did not respond to the procedure. She also has not responded to imuran and danocrine. She has had to take prednisone to keep the platelet count high. She has local and systemic symptoms of painful joint and muscles through out her body. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.